Event description:
It was reported that one day post implant of the right atrial (ra) lead, there was noise on the atrial lead only when pacing but no when sensing. The thresholds are unable to be determined due to noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: addrl1 implantable pulse generator (ipg) implanted: 2013 (B)(6); 407652 implantable pacing lead implanted: 2013 (B)(6). (B)(4).